Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blender board needs to be replaced to address the issue. The relevant device will be discarded without repair after processing due to early lease-up. The failed oxygen blender board will be returned to the us after being removed from the device. The software version was checked.